Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose levels and crimped infusion set. Blood glucose level at the time of the incident was 446 mg/dl. The customer treated with a shot. Customer declined troubleshooting. The infusion set was replaced and will return the defective product for analysis.